Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the tissue pad detached and the generator displayed an error code 5. Another like device was used to complete the procedure. There were no adverse consequences for the patient.